Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: rupture and patient's concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported concern with the product, that the breast "is really hard and has knots in it", and a rupture on an unknown side. Device has been explanted.